Event description:
It was reported that a ring from the device fell during a procedure. A back-up unit was used to complete the procedure. There was no delay in the case. No user injury was reported, and no other adverse consequences were alleged with this event.

Manufacturer narrative:
Internal components were evaluated which revealed that the bearings were damaged.